Manufacturer narrative:
Device received for this event is being corrected from ank c/x impl b9.5/d4.5/l9.5 catalog # 17-0553 lot # 499871 UDI # 07392532206122 to unknown ankylos cx tool catalog # unk ankylos cx tool lot # unk UDI # ni. This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported - removing codes for: medical device problem code - 2547. Component code - 887. The correct codes for this complaint are: medical device problem code - 3190. Component code - 4755. This is a follow up report to correct this code.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that there was an insertion issue. The implant would not engage with the insertion carrier.